Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 495 mg/dl. The mother stated that the pump alarmed no delivery during a bolus. The mother stated that her son had thanksgiving dinner and he also had pies too. The mother stated that they treated for the high blood glucose readings with a shot. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to remove the set and examine the cannula. The customer stated that the cannula is bent. The customer was advised that the alarm may be due to a bent cannula. The customer was advised to return the set for analysis and change the entire infusion set.